Event description:
It was reported patient had gone through a surgery (believed to be urethral dilation) at the end of (B)(6)2009. Thresholds had been steady since implant until (B)(6)2009 when jumped to 5v at 0.4ms. On (B)(6)2009, thresholds went back down to 2v at 0.4ms. Lead monitored closely and threshold never went up again. Around noon (B)(6)2009, patient complained of a kicking sensation in his chest and was advised by physician that kicking means the device is doing what it should be doing and "to come in to see md if there were any more problems." Patient was found dead later that day. No autopsy was done due to patient's history of heart problems. Cause of death was cardiac arrhythmia due to congenital heart disease. There is no allegation from health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a health care professional that the death was device related. Evaluation summary (B)(4) no anomalies found.